Event description:
It was reported that the screw would not tighten down on the header of a implantable neurostimulator (ins). A new ins was opened and the issue resolved. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the device was never implanted in the patient because the problem was discovered intra operatively. It was also reported that a new screwdriver was opened and used, but had the same results before it was decided to use a new device.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058, serial # (B)(4), determined the setscrew was cross-threaded and backed out too far. Good, stable output was found on all electrodes referenced to one electrode. The circuit #0 output was tested at the setscrew connector block because the setscrew could not be secured onto a known good lead's #0 connector.